Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient heard a ¿pop¿ from their pump, and saw that the screen was empty, so they removed the battery and found it was leaking inside the chamber. There was patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
One remote dose cord was received for evaluation, without the pump. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.